Manufacturer narrative:
Since the device was not returned and the lot number was not provided, a complete investigation could not be performed. Two devices, procise xp plasma wand and a coblator ii controller, were used in the same procedure. A second medwatch report will be filed under MDR 2951580-2009-00045 for the coblator ii controller.

Event description:
One day following an uvulopalatopharyngoplasty (uppp) and hyoid suspension procedure, the pt reportedly died. It was also reported that 5 1/2 hours following the procedure, the pt had undergone cardiopulmonary arrest and required a tracheotomy and resuscitation. The pt was checked two hours after cardiopulmonary arrest and appeared stable. The pt was found expired seven hours later. An autopsy was declined by spouse. The exact cause of death is not known. Based on info for this event, there was no indication the pt was injured during the procedure with the device or that pt's death was related to use of the device.